Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 3 events were reported for this quarter. Product return status : 3 devices were received for evaluation. Evaluation status : 3 device evaluations are in progress. Additional information : 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 3 previously reported events are included in this follow-up record. Product return status 3 devices were received. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by internal corrosion. 2 reported events were not confirmed during testing; however: - 1 device was found to be affected by internal corrosion. - 1 device was found to be affected by a lubrication problem.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.